Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that, customer reported a battery cap damage and blank display. Troubleshooting were performed and advised customer to replace battery cap. No harm requiring medical intervention is reported. No return is expected.